Event description:
It was reported that the external pulse generator (epg) could not be turned off, the control panel seemed to be worn out. The biomedical engineer tried cleaning the panel, but then it fell off the unit. The device was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case and lower case were broken.